Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. The customer was assisted with programing sensor to pump. Troubleshoot for the highs was not conducted.